Manufacturer narrative:
Citation: deharo p et al. Impact of direct transcatheter aortic valve replacement without balloon aortic valvuloplasty on procedural and clinical outcomes: insights from the france tavi registry. Jacc cardiovasc interv. 2018 oct 8;11(19):1956-1965. Doi: 10.1016/j. Jcin.2018.06.023. Epub 2018 sep 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the current practices and compare outcomes according to the use of balloon aortic valvuloplasty or not during transcatheter aortic valve replacement. All data were collected from 48 centers between january 2013 and december 2015. The study population included 5,784 patients (predominantly female; mean age 84 years), 1,767 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all corevalve patients, 73 deaths occurred: 53 died due to cardiovascular causes, 17 were due to non-cardiovascular causes, and 3 were due to unknown causes. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: permanent pacemaker implantation, second valve implantation, conversion to surgery, annulus rupture, aortic dissection, valve migration, tamponade, stroke, st-elevation myocardial infarction, pulmonary embolism, moderate-severe aortic regurgitation, high aortic mean gradients and low post-operative ejection fraction. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.